Event description:
The customer reported they have an alarm that has damages but couldn't provide exactly what the product issue was . They reported possibly the alarm might have corrosion and or the hold/suspend button is coming off but they couldn't be more specific for the reason of the return of the alarm. The customer reported they are cleaning the alarm with super sani wipes and are not reusing the batteries between patients. There was no patient injury reported.

Manufacturer narrative:
(B)(4) - asked but did not know specific nature of complaint. Results: evaluation of the returned product revealed the unit does power on, but the voice message has static. Additionally the battery spring is bent and the unit warning label is missing. (B)(4).